Event description:
It was reported that the pt complained about the sudden loss of his hearing sensation with his implant system. No noise or uncomfortable sound perception was reported. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.